Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. A visual inspection of the instrument displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, three force bipolar instruments were noted to have dislodged hinges; the first force bipolar instrument used resulted in an unspecified tissue injury. The customer was able to remove the instrument in the usual manner. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the robotic assisted umbilical hernia procedure, three consecutive force bipolar instruments failed. The first occurrence was discovered when the articulating porting of the instrument tore tissue that was being retracted by the instrument. Customer was able to remove the instrument in the usual manner. A second force bipolar instrument was obtained and connected to universal surgical manipulator (usm1) and inserted. Upon insertion, the surgeon manipulated the instrument to check the articulating hinge and observed that the hinge had disarticulated before using the instrument on tissue. Customer had to emergency stop the system and use the instrument release kit (irk) to remove the instrument from the usm and cannula. This was the first use of that instrument. At this point customer requested technical support engineer (tse) to be called and to be sure that intuitive see what was going on in real time. A third force bipolar instrument was obtained and inserted for use. The surgeon grasped tissue, and it was observed that the instrument had disarticulated as the other two had. Unable to release the tissue, customer did an emergency stop of the machine and using the irk attempted to release the tissue and instrument without success. The tse had no further suggestions to remedy the problem. The surgeon had to then pull the tissue from the instrument using the mega needle driver in usm3. Once the tissue was pulled from the instrument, we again attempted to emergency stop the machine and use the irk to remove the instrument for the usm and cannula. At this point, a picture was taken of the instrument¿s articulating jaw caught on the cannula. The surgeon had to remove the instrument by undocking the usm and removing it with the cannula. The surgical tech had to use an instrument to squeeze the articulating portion of the force bipolar to enable it to slip through the trocar. The three instruments were sent to sterile processing for decontamination and return to the operating room. The severity of the tissue injury and whether intervention was performed remain unknown.

Manufacturer narrative:
A return material authorization (RMA) was issued. Intuitive surgical, inc. (Isi) did not receive the force bipolar instrument to perform failure analysis. A review of the system logs for this procedure found no relevant errors occurred during this procedure. Refer to manufacturer report numbers 2955842-2025-31362 and 2955842-2025-31046 for documentation of the other two force bipolar instruments from the same procedure.